Event description:
Baxter affiliate reported that a leak was observed on a transfer set and the patient experienced peritonitis. The patient had observed a leak inside clean flash several times at the end of the month. Early the next month, the patient experienced peritonitis, but the patient's technique was not bad. The transfer set was changed and the event continued. Dianeal and extraneal were used for peritoneal dialysis. The only other information received is that the 'reporter denied causality with a dianeal and an extraneal.'

Manufacturer narrative:
Evaluation summary: results indicate that the reported event of leakage from the tubing of a transfer set was not confirmed. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.